Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-519 mg/dl. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem technical support and a blockage was discovered in the cartridge; however, the alarm persisted after the cartridge was changed and the root cause could not be determined. Customer reverted to an alternate method of insulin therapy.